Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an alarm 1 while loading a cartridge. Blood glucose was 308 mg/dl. Another cartridge was loaded and the alarm did not reoccur.